Manufacturer narrative:
The device has not been explanted yet. Once explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient suddenly experienced a loud and painful squeeking noise in 2007. All the external equipment has been exchanged 3 days later, but without success. The mcl and thr values were set on a minimum and the volume was reduced to 0%, but the loud squeaking noise was still there. The clinic decided for a reimplantation without providing further details on the reasons.